Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the device is not sold in the u.s. But is similar to the palmaz genesis stent sold in the u.s.

Event description:
As reported, the mounted stent edge of 6.0mm x 18mm, 142cm palmaz genesis balloon-expandable stent delivery system (sds) was slightly turned up. Therefore, the device got stuck on the edge and was not able to overlap with another palmaz genesis device that had implanted before. The physician removed the device, replaced it with another same sized unknown stent and the procedure was completed. There was no reported patient injury. This was a thoracoabdominal stent-graft case. There was no vessel tortuosity and no calcification in the lesion. The percentage of stenosis was 50 % and the device was not used for a chronic total occlusion (total occlusion >3 months). The device was stored as per the labeling and was prepared as per the instructions for use (IFU). There was no damage noted to the packaging of the device and the stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. The balloon was not inflated at all inflated prior to inserting the sds in the catheter. Negative pressure applied to the stent delivery system (sds). There was no resistance experienced while passing the stent deployment system through the guiding catheter. There was no resistance experienced while tracking the stent deployment system to the lesion. It was not able to cross as it got stuck on the stent. The inflation device was in a neutral position when the system was being advanced/withdrawn. It was confirmed that the balloon was fully deflated prior to withdrawal the device was inserted and attempted to be delivered to the renal artery. The device will not be returned for analysis as it was discarded.

Manufacturer narrative:
The mounted stent edge of 6mm x 18mm 142cm palmaz genesis balloon-expandable stent delivery system (sds) was slightly turned up. Therefore, the device got stuck on the edge and was not able to overlap with another palmaz genesis device that was implanted before. This was a thoracoabdominal stent-graft case and the device was inserted and attempted to be delivered to the renal artery. The stent was properly mounted on the system when inspected prior to use. The balloon was not inflated prior to inserting the sds in the catheter. Negative pressure was applied to the stent delivery system (sds). There was no resistance experienced while passing the stent deployment system through the guiding catheter. There was no resistance experienced while tracking the stent deployment system to the lesion however, it was not able to cross as it got stuck on the stent. The inflation device was in a neutral position when the system was being advanced/withdrawn. There was no vessel tortuosity and no calcification in the lesion. The percentage of stenosis was fifty percent and the device was not used for a chronic total occlusion. It was confirmed that the balloon was fully deflated prior to withdrawal. The physician removed the device and replaced it with another same sized unknown stent and the procedure was completed. There was no reported patient injury. The device was stored as per the labeling and was prepared as per the instructions for use (IFU). There was no damage noted to the packaging of the device and the stent was not manipulated during prep. The device was not returned for analysis. A product history record (phr) review of lot 17750720 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)- tracking difficulty - through another stent¿ and ¿stent- strut uplift - distal¿ could not be confirmed as the device was not returned for analysis. Vessel characteristics of fifty percent stenosis may have contributed to the reported event. According to the instructions for use, which are not intended as a mitigation of risk, "delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not induce a vacuum on the delivery system prior to reaching the target lesion. Do not attempt to remove or readjust the stent on the delivery system. Should any resistance be felt at any time during advancement or removal of the stent delivery system pre-stent implantation and before full exposure of the stent, carefully attempt to pull the unexpanded stent delivery system back through the sheath introducer/guiding catheter. If resistance is felt in doing so, the delivery system must be removed as a single unit. When removing the delivery system as a single unit: do not retract the delivery system into the sheath introducer/guiding catheter. Position the proximal balloon marker just distal to the tip of the sheath introducer/guiding catheter. Advance the guidewire into the anatomy as far distally as safely possible. Secure the stent delivery system to the sheath introducer/guiding catheter; then remove the sheath introducer/guiding catheter and stent delivery system as a single unit. Failure to follow these steps and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or stent delivery system components such as the balloon. When stenting renal arteries, exercise great care to reduce the risk of plaque embolization. When treating multiple lesions, the lesion distal to the puncture site should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chance for dislodging the proximal stent. Measure the length of the target lesion to determine the length of stent required. Size the stent length to extend slightly proximal and distal to the lesion. The appropriate stent length should be selected based on covering the entire obstructed segment with a single stent. Note: should more than one stent be required, place the stent most distal from the puncture site first, followed by placement of the proximal stent in tandem. Measure the diameter of the reference vessel to determine the appropriate size stent and delivery system.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.